Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
As it was reported, "dr (B)(6) was using the reliance lite t-handle with a reamer distractor to scrape disc away from 2 vertebrae endplates. As he was rotating the reamer distractor with t-handle, the attachment mechanism on the t-handle broke. This did not cause any delay in the operation. "

Event description:
As it was reported, "dr. [ ] was using the reliance lite t-handle with a reamer distractor to scrape disc away from 2 vertebrae endplates. As he was rotating the reamer distractor with t-handle, the attachment mechanism on the t-handle broke. This did not cause any delay in the operation. "

Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis, and functional testing. Results: visual inspection. Returned t-handle presents broken wings at the tip of the instrument. Both wings on each side broke following the same pattern. Device history review: no non conformities or deviations linked with reported event were noted during manufacturing process. Complaint history: (B)(4) complaints for this instrument were received for similar breakage. Functional testing: internal lab tests were conducted on similar product to evaluate the torque necessary to reach breakage to the t-handle wings at the tip, in both position of the locking sleeve. The instrument demonstrate to withstand up to 25 nm (refer to appendix d), which is a fairly high value. Additionally, torque fatigue resistance has been conducted during verification showing an ability of withstanding between 0.4 and 4 nm for a total of 972 cycles. Risk analysis: there were no adverse consequences reported. Conclusion: such breakage is likely the result of excessive torque loads that may have been necessary to scrap the disc from the endplates of two vertebrae. Instrument failure may be the result of previous condition of use that may have weakened the device wings. As the failure was observed during the course of surgery and did not compromise the success of this one or involve any delay, there has been no medical consequence.